Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, implying there was no adverse impact on their blood glucose level. The customer was instructed to use an alternate form of insulin delivery, known as multiple daily injections (mdi), as a backup therapy.